Event description:
Pt had a boston scientific stent implanted in 2004 after a heart attack as a result of blockage of the coronary arteries. Four days later the pt broke out in hives. Pt was taken to ER. Pt found it difficult to breathe and the blood pressure fluctuated. Pt was put on prednisone, tagamet, atarax and benadryl. Felt better. Pt is still on medication.